Event description:
This css console was not on a pt. Customer reported that during a routine console checkout, the hard disk drive in the monitoring computer of css console #10 was making a grinding noise. The computer hard disk drive was replaced on site by the hospital biomedical engineer, and then the css console passed the console test validation protocol.

Manufacturer narrative:
No evaluation of the css console computer hard drive was necessary, because the hard drive exhibited the same failure model as previously-investigated computer hard drives. Previous investigation concluded that the media in the hard drives degraded over time, and that electronic failures of the hard drives damaged the read/write head(s), producing scratching/grinding noises and ultimately leading to laptop malfunctions. This failure mode poses a low risk to a pt, because, the issue was observed during a routine console checkout and the css console was not supporting a pt. In addition, the reported issue does not negate the ability of the css console to continue to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. In the event of a monitoring computer failure, user training directs the pt care staff to utilize standard, and readily available, pt monitoring equipment, such as pulse oximeters for monitoring po2 levels, sphygmomanometer for monitoring of blood pressure, and the monitoring of breath sounds for indications of pulmonary edema. Syncardia has completed its evaluation of this complaint and is closing this file.